Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the 15a fuse required replacement. The imaging system then passed the system checkout and was found to be fully functional. The fuse has been returned to the manufacturer and is currently under analysis. Manufacture date is unavailable.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system did not charge. It was noted that the green battery light did not illuminate when plugged in. There was no patient present when this issue was identified.

Manufacturer narrative:
The correct manufacturer information for this system was previously unavailable and has been updated to its proper value. Device UDI number updated to proper value. Additional information: device manufacturing date provided. Device evaluation: analysis was completed for the returned fuse. Through visual/physical examination, functional testing, and performance testing the reported issue was confirmed. The returned fuse failed continuity testing, and the fuse was open. It was determined that there was an electrical failure with the returned fuse. If information is provided in the future, a supplemental report will be issued.